Event description:
It was reported that the patient was not able to adjust stimulation. The patient was getting the poor communication screen when they tried to interrogate the implantable neurostimulator (ins) with the patient programmer. It was noted that the patient repositioned the antenna and synced again and saw the poor communication screen. The patient disconnected the antenna and placed the programmer over the ins, synced, and saw the poor communication screen again. It was reported that the antenna was reconnected and repositioned the antenna 1 inch below the incision line and saw the call your doctor and power on reset (por) screen. It was reported that the patient had revision surgery to locate the ins deeper in the pocket on (B)(6) 2014. The ins was too close to the surface of the skin. It was noted that the patient hadn¿t used the patient programmer since last week prior to the revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 261530001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v560341, implanted: (B)(6) 2011, product type: lead. (B)(4).